Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the extract,transform, load process was delayed, and the report data was not current. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the delay in the extract, transform, load (etl) process caused outdated report data. A technical support specialist logged into the server, checked the schedule report history, and confirmed the report status was 'success' and checked printer queue, confirmed no pending documents and restarted services including external messaging, data sync, maintenance, and job scheduler to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.